Manufacturer narrative:
Product evaluation: the product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined. This complaint was opened from a comment made in a personal message to a company representative. It was not in reference to a specific complaint. (B)(4).

Event description:
A lay person reported that he is hearing interesting stories of wrong diopter lenses being explanted following intraocular lens (iol) implant procedures. No further information is expected.